Event description:
Device malfunction: unknown. Symptoms/ae: bleeding/hematoma/hemorrhagic shock/surgery. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, after vessel closure there was a small amount of bleeding and compression was applied. The patient developed a hematoma, 8 by 10 cm. Approximately 12 hours post procedure, the patient experienced hemorrhagic shock and hypoxia. The patient was taken to surgery for an unspecified procedure and transferred to intensive care unit. The patient died several days after the procedure. Reportedly, the patient was in a "very bad condition before the incident" and "the physician did not consider that the issue was due to the device". The cause of the death was not provided. Additional information and clarification has been requested.

Manufacturer narrative:
Other: hypoxia. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.